Manufacturer narrative:
Facility name was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of turns off when loaded. The unit was triaged and the c ustomer¿s reported condition was confirmed. Due to the observed damage it may be likely the reported condition was caused by to customer misuse. Based on our findings, we are unable to determine a root cause which relates to our manufacturing process. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-03.

Event description:
According to the reporter, the enteral feeding pump turns off when it is loaded.